Event description:
Information was received indicating that a smiths medical pump was alarming "no disposable" and the pump wouldn't run. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in fair condition, cracked housing, and scratched screen. Event history log review was performed and found no evidence of reported problem. According to the investigation, a cassette was attached to the device and ran with no issues. The investigation could not duplicate the "no disposable" alarms. The investigation recalibrated the pump upstream sensor and replace downstream sensor as preventive measure.